Event description:
A site reported that the apex pro telemetry system server failed, resulting in a loss of monitoring for 9 telemetry patients. No alternative monitoring was available, until the system was repaired the following day. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.